Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon says clip scissored when being applied to vessel and cut vessel. Surgeon states pt lost 1000cc of blood in 5 minutes during conversion to open procedure. The or did not take the device out of circulation. The hosp has approx 10 devices in circulation and they did not record which was being used in this procedure. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device not returned. Subsequent to this event, the hosp tested all their el314s and confirmed they were working properly.